Manufacturer narrative:
On 06/26/18, the lot number has been updated to 5725700. On 07/09/18, it was reported to mentor that the device history record ( DHR) of lot number 5725700 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 600cc on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. During evaluation a crease was observed on the anterior and extending to posterior aspect, in addition a rent was observed within the crease on the anterior aspect, measuring approximately 0.5 cm. A second rent (b) was observed on the posterior aspect, measuring approximately 1.4 cm. Microscopic examination of the rent b revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 380cc and experienced complete deflation of the left breast implant that was confirmed by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.